Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failed calibration. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09jul2009 to the present date 12jan2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had failed calibration. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly, tube drivearm, front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, latch module, and top disk holder. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/09/2009 to the present date 01/12/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1604765 for syr rear case.

Event description:
It was reported that the device had failed calibration. No patient involvement.